Event description:
It was reported that during a treatment procedure to implant a greenfield vena cava filter, difficulties were encountered when withdrawing the guide wire. The greenfield filter was inserted using a jugular approach, and was deployed in the femoral to iliac vein. When the guide wire was being withdrawn from the patient, it became stuck at the 'nose' portion of the filter. This was meant to hold the filter in place so the guide wire could be pulled forcefully. The guidewire was removed successfully using this manuever, but the physician felt the filter had moved, so decided to remove it from the patient. They physician tried to pull the filter into the sheath to remove it but this was not possible. The filter remains implanted, however, the filter legs are closed . The patient requires an additional procedure, which ahs not yet been done, to place another filter.

Event description:
It was further reported that the greenfield vena cava filter was implanted in the inferior vena cava. A preplacement vena cavagram was not performed, and a continuous flush was not maintained. Initially, the physician thought that the filter had moved, and the filter legs had closed after the guide wire was removed. Further evaluation, however, revealed that the filter had not moved, and the legs were open and attached to the vessel wall, providing adequate protection. The pt remained asymptomatic during this event, and no additional procedures were required. Pt status is reported as 'stable'.